Manufacturer narrative:
The reported unused device was returned for evaluation in its original unopened package. Label verification and visual inspection were performed. The device was observed to have a hole in the packaging tyvek adjacent to the distal end of the device. This defect resulted in a breach of sterility. Due to the location and appearance of the defect, it is likely that the device caused the hole in the packaging. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution were found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 5 complaints, regarding 5 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: examine this device prior to use for damage. Do not use if damage is found. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The distributor in (B)(6) reported a "damage" on the sterile pouch of this (B)(4), 5mm,spatula w/stealth,32 cm . There was no patient involvement as this defect was discovered during incoming inspection. This report is raised on the basis of a device malfunction due to a sterility breach found during the device evaluation.